Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having the diabetes ketoacidosis. The customer's blood glucose was 346 mg/dl. The customer was treated with the manual injection. The customer was advised to drink lots of water. The troubleshooting was not mentioned. The product will not be returned for analysis.